Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic papillary incision procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost. A second spyscope ds ii was used; however, the image was also lost. Reportedly, the visualization issues of the two spyscope ds ii occurred during crushing by electrohydraulic lithotripsy (ehl). The procedure was not completed due to this event. There were no patient complications reported as a result of this event.